Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or objective evidence that a liberty select cycler/ liberty cycler set or product deficiency was associated with this event. The patient¿s pd culture yielded growth of the organism pseudomonas which is a bacterium known to cause peritonitis in pd patients. Pseudomonas bacteria are widely found in the environment (in soil and water) and pseudomonas favor moist areas such as sinks and toilets. Based on the information available, the exact cause of the patient¿s peritonitis cannot be determined. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported issues with any fresenius device or product in relation to the event. During follow-up, the pd nurse reported the patient had a pd culture in the outpatient pd clinic which yielded growth of pseudomonas. The patient was treated with a 21-day course of antibiotics on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd therapy with the same cycler without any issues. The nurse reported the patient did not have any fluid leaks, or any other issues with any fresenius products in relation to the event. According to the nurse, the exact cause of the peritonitis was unknown.